Event description:
On (B)(6), 2012 the reporter contacted animas to report that on (B)(6), 2012 the patient obtained a blood glucose reading of 422 mg/dl and experienced the symptom of blurred vision. At that time, the patient was on her backup plan using insulin injections via a syringe, after the pump had been accidentally exposed to x-rays. The manufacturer warns the user not to expose the pump to magnetic fields, CT scans or x-rays. The patient corrected her blood glucose levels with insulin injections as prescribed by her hcp.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside normal use was observed in the black box or download history. No alarms occurred during testing. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.